Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the customer did not report unit of measure, the meter could be exhibiting signs of the memory overwrite malfunction. Customer also reported experienced symptoms of headaches, and tremors and treated herself with glucose, candy and orange juice. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4).this case has been reviewed and determined that an MDR is required. Further info regarding the rationale for reporting can be found in the MDR file.